Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records notes the patient underwent a knee revision due to pain and loosening of the tibial component. There was small particle wear debris of poly and/or cement and the tibial tray appeared to have de-bonded from the cement mantle. The cement mantel was fractured medially and there was lytic membrane bone loss in the tibia. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that patient underwent initial right total knee arthroplasty. Subsequently revised (4) years post implantation due to pain and loosening of tibial component. During the revision tibial tray de-bonded from cement and cement mantle was fractured. The femur, tibia, and articular surface was exchanged without complications. Patella remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.